Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had punctured the patient's lung during the device change out. All available information indicates that this lv lead still remains in service. No additional adverse patient effects were reported.